Manufacturer narrative:
The pt discarded the suspect product, the lot number was unavailable. If additional information is received will report within 30 days of receipt. (B)(4). Device not returned. No evaluation will be performed.

Event description:
On (B)(6) 2013, a patient (pt) reported having experienced a corneal ulcer and bacterial infection os. The pt was wearing acuvue oasys contact lenses (cl) when the event occurred. She was wearing the lenses on a daily wear schedule, replacing them every two weeks; she used opti free replenish lens care solution. The pt was seen by an eye care professional (ecp) and instructed to use besivance drops q2hrs and otc rewetting drops. She resumed lens wear and continued to use the same lens case that she used when she was diagnosed with the bacterial infection and corneal ulcer. About a week later, her os turned red but she did not seek medical attention. The pt was advised to contact her treating ecp to report recurring red os and inform him/her that she was using the same lens case used when diagnosed with the recent ulcer and bacterial infection. Our firm contacted the treating ecp's office who reported the pt presented to their office on (B)(6) 2013 complaining of red eye and was dx with cu and bacterial infection. She was treated with besivance 6xday, then bid, then qd, pred forte, refresh drops and artificial tears qid; bcva 20/20. The pt returned (B)(6) 2013 with symptoms improved, meds were continued; bcva 20/20. On 06/25/2013, the ulcer was resolved and the pt was allowed to resume cl wears; bcva was 20/20. Discussed the pt reported recurring redeye to our firm. On (B)(6) 2013, the treating ecp's office stated the pt had not returned to their office since (B)(6) 2013.